Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) results from a single pt that were generated by the access instrument. The customer indicated that from 05/2005 to about 9 days of five (5) pt samples were tested for accu tnl. The accu tnl results were in the range of 81.82 ng/ml-11.40ng/ml (see b6). The results were reported out of the lab. The physician questioned the accu tnl results indicated the results are not believable. The customer indicated that ckmb and myoglobin results for each of these samples were within the customer' normal ranges. No additional event information was provided. The customer indicated that there has been no changes to pt treatment attributed to or connected with this event.